Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) was having issues charging their ins and the issue began on saturday. Pt stated their controller became blank and unresponsive when attempting to charge their ins. Pt notified a manufacturer representative (rep) of the issue and pt noted the rep troubleshooted with them and the issue resolved for 2 minutes. Pt noted their ins was at 30% when attempting to charge their ins and after an hour their ins was "dead" (patient services (pss) understood this as their ins battery did not increase while charging their ins). During the call pt denied visible damages to the recharger (rtm) and controller charging port. Pt also denied rattling in the controller. Pss walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the memory problem screen displayed and ps walked pt through setting the date and time. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller and no device found displ ayed. Pt then disconnected ac power supply cord and pt got the battery empty recharge controller message (pss understood this as both the controller and ins was depleted). Pss advised pt to keep charging their controller until the green light went steady and to call back once their controller was charged and to call back if they had issues charging their ins. The issue was not resolved. Pt noted they were going crazy without it for several days (pss understood this as pt was not receiving stimulation therapy). Pt called back from number registered saying they got the controller charged. Pt went to start a recharge session and after pressing recharge on no device found, reported recharging excellent (controller 100%, ins red). Pt said after a few minutes, they got poor quality without moving, but just pressed recharge again and was able to recharge on excellent again. Pt mentioned the noticed a few times the past couple weeks that they would be charging and then the controller would say rtm needed tobe relocated when pt hadn't moved. Pt wiggled the cord near the paddle but charging didn't change. Pt wiggled the cord near the controller and said it did have some wiggle, but charging didn't change. Pt said controller was fine with ac power supply. Pt continued charging on excellent during the call, and ins was still red. Pss reviewed to continue charging and pss would call pt in an hour tocheck charging progress. Pss called pt back and pt said they had not gotten the ins to increase at all during that time, and pt got software problem (1-intellis, 2-3.6, 3-243, 4-qf_port). Pt said that was the screen they got the first time when they called for help (pss understood as when they called the rep as pt mentioned it was a he they spoke to). Pt said they got the software problem to go away that first time, but then the screen went blank, and now they got software problem again today. A replacement controller was sent out to the patient.  Additional information was received from a patient (pt). Patient called back to review numbers screen during set up. Agent reviewed information and walked patient through completing set up. Patient verified they were able to connect to the implant and begin recharging with excellent recharge quality. Patient stated stimulation had been off and verified that they were able to turn it on during the call as implant battery was 30%. Patient (pt) called back and reported error message rm04 during recharge last night 03-aug-2022 - pt was able to reset the controller and complete the charge but pt is concerned about error messages. Pt verified the rtm cord / plug appears intact see request to repair team for the rtm cord. Additional information was received from a patient (pt). It was reported that when they recharge their implantable neurostimulator (ins) they got the message rm04. The pt said they called patient services before for troubleshooting and they told the pt to reset the controller which they did and it worked then it got tough and was not working really well. The pt then called again for they called twice and the pt was told to remove the controller battery then plug the controller into the ac power supply and it worked to help with the issue since just resetting the controller by taking the controller battery out and putting it back in did not work. The pt noted when they called in before the pt told patient services that they were getting mm but now the pt realized it was rm (patient services (pss) understood system problem rm04). The pt said they notified their manufacturer representative (rep) yesterday about t he issue when they went in to get adjustments done yesterday. When recharging the ins, the recharger (rtm) got way to hot and sometimes it would say charge complete even though the ins was at 50% battery. A replacement rtm was sent out.